Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the patient fell off their deck in (B)(6). All impedances that did not involve the case were reportedly over 4000. No further information reported.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va1gwsu, implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was just implanted on tuesday and the device had not been giving them symptom relief and they still had urinary symptoms, so they thought the device had not been programmed yet. The patient was also in a lot of pain and after surgery, they only ¿took the pills¿ for their pain for the first 3 days. Additional information was received from a consumer via a manufacturer representative on 2017-aug-11, and it was reported that patient had a reduction of efficacy and they were not getting efficacy from their system in terms of symptom control. Patient described being in poor health and having a recent fall off their deck. The device was to be interrogated to develop a plan of action. Previously reported and additional information was received on (B)(6) 2017. It was clarified that the patient's fall of off their deck occurred last (B)(6). It was reported that the patient had a fractured lead and presented to the surgeon with decreased symptom control. The manufacturer representative interrogated the implant and found that all electrode combinations had impedance over 4000 ohms. However, it was noted that the ¿case¿ combinations were within reasonable perimeters, so the device was reprogrammed to use case combinations. It was noted that all stimulation was felt vaginally at amplitudes less than 2, and the patient started on program 2 at 1.2 volts. No surgical intervention occurred or was planned. No further patient complications are anticipated or expected as a result of this event.